Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 444 mg/dl at the time of the incident. Customer stated that the pump does not show signs of physical damage or exposure to moisture. Customer stated that the contacts on the battery care are not missing or damaged. Customer stated that the battery compartment is not corroded or damaged. Customer was advised that a replacement battery cap will be shipped. Customer was advised to insert a new battery as soon as possible and to revert to a back-up plan until the replacement battery cap arrives. Customer mentioned that she was trying to do a set change but doesn't have the reservoir in the pump yet. Customer had a syringe but didn't know how much to use. Customer stated that she tried calling her doctor 3 times but they were unavailable. Customer could not finish troubleshooting and had to go.